Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30220311m number, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Still pending is the manufacturer record evaluation. Therefore, a supplemental report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, during the ablation phase, post use of biosense webster products, cardiac tamponade was seen on the intracardiac echocardiogram catheter and diagnosed via an echocardiogram. A pericardiocentesis was performed by the physician removing 50 cc of fluid. The patient was stable after intervention and was transferred to intensive care unit for observation. Extended hospitalization was not required, and the patient fully recovered. The physician¿s opinion on the cause of the event is that it was procedure related and patient condition related. A transseptal puncture was performed with a st. Jude medical brk device. There was no evidence of steam pop. Flow setting was on normal settings. Graph, dashboard, vector and visitag visualization features were used during the procedure. Visitag parameters were range 3mm, time 3 seconds, 3mm tag size and time color option. There were no error messages observed on biosense webster equipment during the procedure.